Event description:
On (B)(6) 2008, a monarc sling and a non-ams product were implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "as a result of having the products implanted" the plaintiff has "suffered from serious bodily injury, extreme pain, urinary problems and chronic infection." It was also alleged the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity and may undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.